Manufacturer narrative:
The microsensor was returned for evaluation: failure analysis- the catheter was received in a draining tube. Internal wires appears burned/melted/disintegrated. No testing was possible. Based on the evaluation, the complaint was confirmed. Root cause- the complaint was confirmed in the failure analysis. Per the supplier evaluation, the internal wires appeared to be burnt/melted/disintegrated, and no testing was possible. Per the supplier, the root cause is suspected to be ¿use related¿.

Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). Microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported the microsensor could not be zeroed during pre-testing in procedure and it was replaced. No surgical delay, no adverse consequences for the patient.